Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device has an e8 console surgery during surgery. No injury was reported to have occurred but it is unknown if medical intervention occurred. There was no additional information provided.